Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler cut, but the button would not open the stapler. Surgeon had to use scissors to free the stapler, and consequently had major bleeding. They had to convert from laparoscopic to open to control the bleeding.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what the device articulated at time of issue? What troubleshooting steps were used to open the device? What provisions were made to establish proximal and distal control of the vessel prior to firing? Did the firing trigger return to its original position? What is the current patient status?